Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient is very sore at the implanted site. The nurse practitioner (np) saw the patient on (B)(6) 2021 and thought it might be infected. The np doesn't know much about surgical infections, prescribed antibiotics and referred the patient to another physician. The new physician saw the patient on (B)(6) 2021 and said it was infected and needed to be explanted. Explant is scheduled for (B)(6) 2021.